Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a jejunoscopy procedure performed in 2009. According to the complainant, during the procedure following the collection of two biopsies, it was noticed that the jaws would not open due to a breakage of the pull wire. The device and scope were removed from the patient in tandem. Once out of the patient, the forceps was carefully removed from the scope. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.